Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-oct-2024: there was no fragment that fell into the patient¿s anatomy. Surgical staff did not notice any damage to the cannula after the event occurred. The issue was resolved by replacing the instrument. There was no patient harm due to this event. No photographic images of the device or recording of the procedure is available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a dislodged insulator of the grip tips.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the metal sector of the force bipolar instrument became detached from the plastic plate. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.